Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient administered a lunch multiwave insulin bolus of 5.8 units ending at 3:33 p.m. At 3:45 p.m., the patient experienced headaches and her blood glucose level was 245 mg/dl. The patient contacted the doctor who recommended her to perform a 2.4 units manual bolus. One hour later, the patient's blood glucose level was not lowered as expected by the doctor and the blood glucose result was around 200 mg/dl. The doctor recommended to start using humalog insulin pen to correct the blood glucose level and the patient felt better after self-treatment.